Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the patient's right ventricular lead exhibited high, out of range pacing impedance. It was further noted that the lead exhibited noise and loss of capture. It was suspected that the lead had sustained a fracture. No intervention was performed. There were no patient consequences.